Event description:
The report from the field indicated that the proximal cypher stent strut became damaged due to the retraction of the stent delivery system through the guiding catheter. There was no pt consequence. There was no negative prep outside the pt's body and no manipulation of the stent prior to clinical use.